Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, while using arm drape, the system kept generating an error and displaying an alert to re-attach the unit, even after repeatedly removing and reinserting the disk component. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Instrument sterile adapter for arm 1 had an issue. Customer used a backup instrument. Procedure was not completed with same drape. Drape was replaced. Not possible to disclose patient demographics.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sp instrument drape accessory with an alleged issue to perform failure analysis. The sp instrument arm drape was installed in the in-house system and passed recognition and engagement without any issues. All four sterile instrument adapters were successfully installed. There was no error observed when installing the sterile adapter. The cannula sterile adapter was also installed without issue. The in-house cannula was also installed and was able to be recognized by the system. The drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180 degrees in both directions. The drape was fully functional. A visual inspection was performed, and no damage was found. There was no problem detected. No product issue was identified.